Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (11.0mm ti helical blade 90mm, part number 456.303, lot number 7765653). The subject device was returned with the complaint condition stating that the device migrated postoperatively and caused patient pain. The 456.303 helical blade is an implant routinely used in the titanium trochanteric fixation nail system per the associated technique guide. The complaint condition is unconfirmed; no x-rays were received to verify the migration of the implant. Although a root cause could not be definitively determined, it is likely that the poor bone quality of the elderly female patient led to the collapse of the femoral head leading to this complaint condition. The device was manufactured in 8/2014 and is over two years old. The balance of the returned device is quite worn consistent with insertion, removal, and two years of implantation. The associated product drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does not agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no non-conformities were generated during the production of this device. All measurements have been performed by calipers ca99p. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no rework nor non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Additional product code hwc. Therapy date: the original implant procedure was performed on an unknown date sometime in 2014. (B)(4). A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 90mm non sterile product was processed through the normal manufacturing and inspection operations with no rework nor non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no rework nor non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation of the left hip sometime in 2014 (about two years ago). The patient did not visit the doctor for a follow-up after the initial procedure. She contacted the surgeon last week complaining of hip pain. It was identified on an x-ray that the blade of the trochanteric fixation nail (tfn) had moved into the acetabular head portion of the femur. The patient was scheduled for a revision on (B)(6) 2016. All of the implants were removed and intact. The patient was not revised with new instruments. The surgeon will continue to monitor the patient to see how well she does on her own. Future medical intervention may include a hip replacement. The patient outcome is stable. Concomitant devices reported: one screw (part # 458.932, lot # unknown), one nail (part # 456.315s, lot# 7789240). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
It was discovered on (B)(6) 2016 that the part had been returned the manufacturer under a linked complaint (B)(4) on (B)(6) 2016. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.